Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head may have a broken wire at the base where it meets the head. It was noted that the cable had to be bent to greater than 90 degrees for the head to operate. The programmer head was returned for service. No patient complications have been reported as a result of this event.